Event description:
Tongue, upper palate, throat and lungs. He did not go to the hospital for treatment but says that he is still experiencing pain in his mouth, jaw and face. Patient has a history of burning mouth syndrome and temporomandibular joint and muscle disorder (tmj). Last night's incident exacerbated his symptoms of both aforementioned medical problems. Patient expressed that this device has no warnings on the instruction/package about the possibility of burn or possible injuries. The device also does not have a serial or lot number like his previous devices had. Patient has been using this particular vaporizer for about six months before this happened. He reached out to the company through reddit and was rudely told it was a result of the way he used it. Patient has been using vaporizers for ten years for medical and health issues (prescription cannabidiol [cbd]) and has never had this happen before.